Manufacturer narrative:
D9: 6/21/2025. Received one device. The customer concern was confirmed during the visual inspection. A cracked downstream occlusion sensor (dso) seal. The seal was replaced. Performance verification tests were performed. Device passed all test. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the downstream occlusion (dso) seal was cracked. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.